Event description:
This rv lead dislodged on (B)(6) 2011 and was repositioned on (B)(6) 2011. Dr. (B)(6) did the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).